Manufacturer narrative:
Investigation into this event determined that the imprecise valp results occurred on their 5,1 fs analyzer on quality control samples. An ocd field engineer investigated and determined that the instrument required servicing. After addressing the multiple subsystems of the vitros 5,1 analyzer, acceptable valp precision was obtained. The root cause of the event is instrument related.

Event description:
The customer obtained an imprecise vitros valp result on quality control samples on a vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were unaffected. There was no report of patient harm as a result of this event. (B)(4).